Manufacturer narrative:
Date of event: estimated as 45 days after the procedure date.

Event description:
It was reported that thrombosis occurred. A patient was implanted with a 24mm watchman flx closure device with 20.5%-23.9% compression. The patient was continued on dual antiplatelet therapy post procedure. At the 45-day follow up, device related thrombus was noted to have formed on threaded insert of the watchman flx device. Oral anticoagulant therapy was continued as treatment.